Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 600 mg/dl. It was stated that the events leading to his admission was a virus and possible a stomach flu. The customer was experiencing high glucose for the past three days. The customer's most recent glucose reading was 237 mg/dl and was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. The customer stated having bent cannulas in the past. Advised the customer to discontinue use of the insulin pump and revert to backup plan. The customer's mother called back and stated the that insulin was exposed to a computed tomography. No further information was provided.